Event description:
There was no pt involved in this event. The device would not power up on initial removal from the box. The device status indicator light was red and a warning beep was issued. A device in this fault mode, if left undetected could result in failure of the device to perform as intended, if required.